Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced phrenic stimulation and as a result had the rv lead turned off. Technical services (ts) was contacted to assit in magnetic resonance imaging (MRI) programming due to the needs of the patient. This rv lead remains in service. No additional adverse patient effects were reported.